Manufacturer narrative:
The insulin pump was received cracked case display window corner. The device was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker, and missing display window.

Event description:
It was reported that the insulin pump had a cracked display window corner and the clear part of the screen kept falling out. The customer's blood glucose was 236 mg/dl. The discontinuation of the device was advised. Nothing further was reported.